Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose on (B)(6) 2017. Blood glucose at the time of the incident was 256 mg/dl. The customer stated that the night prior to calling, her blood glucose level was 335 and 369 mg/dl. The customer treated with the insulin pump and in the morning, her blood glucose level was low at 43 and 19 mg/dl. The customer treated with glucose tablets and food. The customer also reported receiving no delivery alarms on (B)(6) 2017. The alarm was resolved both times by changing the infusion set. The customer declined to check for air bubbles, leaks or the setting. The high pressure test was not performed. The customer was disconnected during prime. The insulin pump passed the self-test. Blood glucose at the time of the call was 174 mg/dl. It was advised to change the entire set, reservoir and insulin and treat per hcp's instructions. The device will not be returned for analysis.